Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device since initial implantation on (B)(6) 2024. The patient is reportedly non-compliant due to old age and has refused to wear the device until their condition improves. The patient also experienced tinnitus without stimulation and sometimes dizziness in the morning (specific date not reported). Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.